Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were emergency room due to high blood glucose on (B)(6) 2018 with blood glucose was 588 mg/dl. The current blood glucose is 127 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis.